Manufacturer narrative:
UDI: unknown part number, UDI unavailable. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
After implantation at a different facility, the patient visited the hospital on (B)(6) 2016, and it was confirmed by x-ray that the cam of the valve was dislodged. The patient has no clinical symptoms and is currently being monitored. A revision is not planned at this point.